Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device could not establish communication because of unanticipated updates. The technical support specialist made the changes to the maintenance schedule to the anesthesia devices as requested by the customer to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
A customer contacted bd to report that the bd pyxis medstation es system went into disconnected mode due to an unexpected windows update during a procedure. The customer confirmed that there was no impact on patient care, but user needed to reboot the station to make the device work again while surgical cases were in progress. There was delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was unable to communicate due to unexpected downloads for updates during the procedure. The technical support specialist made the changes to the maintenance schedule to the pas devices as requested by customer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system went into disconnected mode due to an unexpected windows update during the procedure. The customer confirmed that there was no impact on patient care, but user need to reboot the station to make the device work again while surgical cases were in progress. There were no adverse events or injuries reported based on this event.